Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy for 28 hours 46 minutes in an arctic sun device. Water temperature (wt) has not been above 92.7f range. 4 pads attached with good coverage. Normothermia targeted temperature (tt) was 96.8f at 0.45c/hr, patient temperature (pt) was 91.5f, water temperature (wt) was 92.7f and decreasing. Nurse denied any shivering, micro-shivering or seizure activity. Trend shows thermoneutral. Graph confirms patient temperature (pt) decline since around 5:30. Ts foley in place and secondary probe correlates patient temperature (pt). No patient temperature (pt) fluctuations. They currently have bair huggers and blankets applied to patient as well. System diagnostics showed that the outlet monitor temperature (t1) was 93.2f, outlet control temperature (t2) was 93.2f, inlet temperature (t3) was 92.7f, chiller temperature (t4) was 39.9f, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 0, heater was 16 percentage, water reservoir level (wrl) was 5, system hours were 438 and pump hours were 148. Walked through draining 16 ounces of water from right drain port even though heater was not fully engaged. Called back 30 minutes later and water temperature (wt) was fluctuated from 104 now down to 89.1f. Patient temperature (pt) was decreased to 90.7f. Nurse concerned with almost entire degree drop. Advised only other option was to try swapping out this device. Call back with any additional questions. During second call, nurse has patient below targeted temperature (tt) was concerned bc the trend indicator was pointing down. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 36c, water temperature (wt) was 40c, flow rate (fr) was 3.2 l/m. Patient weight was 11kg with 3 small universal pads on. They did not due to central lines, the quads were barely covered, and the chest pad was on the back. Informed inquirer to suggest not placing pads on the spine as this could increase pressure sores. Suggested to place pads to cover as much abdomen as possible for more heat transfer. Explained how on the trend indicator, the number of yellow arrows represents different rates of temperature change. The down arrow indicates that the patient temperature was decreasing, not that the device was trying to cool the patient. Suggested rn call back with any other questions. Per wo update on 19jun2024, it was reported that the arctic sun device from nurses claimed it was not heating and stated that the device passed calibration and explained this indicated the device was functioning correctly. They reviewed the csv file (attached), and it was clear that the device was functioning correctly. It becomes clear that several days into the therapy that the patient stopped responding to the water temperature and the patient began to drop significantly over the next several hours. The water temperature stayed at 40c for hours in an attempt to bring the patient back up to temperature. The patient did not respond. The device could be seen to be turned off and back on and it put the device into controlled rewarming at a temperature well below 37c and therefore there were times the water temperature did drop. This was the device functioning as designed and not a device malfunction.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy for 28 hours 46 minutes in an arctic sun device. Water temperature (wt) has not been above 92.7f range. 4 pads attached with good coverage. Normothermia targeted temperature (tt) was 96.8f at 0.45c/hr, patient temperature (pt) was 91.5f, water temperature (wt) was 92.7f and decreasing. Nurse denied any shivering, micro-shivering or seizure activity. Trend shows thermoneutral. Graph confirms patient temperature (pt) decline since around 5:30. Ts foley in place and secondary probe correlates patient temperature (pt). No patient temperature (pt) fluctuations. They currently have bair huggers and blankets applied to patient as well. System diagnostics showed that the outlet monitor temperature (t1) was 93.2f, outlet control temperature (t2) was 93.2f, inlet temperature (t3) was 92.7f, chiller temperature (t4) was 39.9f, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 0, heater was 16 percentage, water reservoir level (wrl) was 5, system hours were 438 and pump hours were 148. Walked through draining 16 ounces of water from right drain port even though heater was not fully engaged. Called back 30 minutes later and water temperature (wt) was fluctuated from 104 now down to 89.1f. Patient temperature (pt) was decreased to 90.7f. Nurse concerned with almost entire degree drop. Advised only other option was to try swapping out this device. Call back with any additional questions. During second call, nurse has patient below targeted temperature (tt) was concerned bc the trend indicator was pointing down. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 36c, water temperature (wt) was 40c, flow rate (fr) was 3.2 l/m. Patient weight was 11kg with 3 small universal pads on. They did not due to central lines, the quads were barely covered, and the chest pad was on the back. Informed inquirer to suggest not placing pads on the spine as this could increase pressure sores. Suggested to place pads to cover as much abdomen as possible for more heat transfer. Explained how on the trend indicator, the number of yellow arrows represents different rates of temperature change. The down arrow indicates that the patient temperature was decreasing, not that the device was trying to cool the patient. Suggested rn call back with any other questions. Per wo update on 19jun2024, it was reported that the arctic sun device from nurses claimed it was not heating and stated that the device passed calibration and explained this indicated the device was functioning correctly. They reviewed the csv file (attached), and it was clear that the device was functioning correctly. It becomes clear that several days into the therapy that the patient stopped responding to the water temperature and the patient began to drop significantly over the next several hours. The water temperature stayed at 40c for hours in an attempt to bring the patient back up to temperature. The patient did not respond. The device could be seen to be turned off and back on and it put the device into controlled rewarming at a temperature well below 37c and therefore there were times the water temperature did drop. This was the device functioning as designed and not a device malfunction.